Event description:
Consumer called to report accuracy issues with his meter when comparing to a lab readings. Analysis run on consensus error grid using lab reading (79) as ref. Point vs. Be readings (1660 yielding data points in the c zone of the grid, outside of acceptable limits.